Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was stuck on blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application crashed and needed a reboot. A technical support specialist (tss) rebooted the device that was stuck on a blue screen and required a follow-up reboot. After the reboot was completed, the blue screen updated with a last boot date/time and then the software proceeded to load/reopen. The tss confirmed the station was normal to use but there was an identified windows error. The tss has taken note of the instance and advised the customer to reach out if the issue persists. The tss attached the knowledge article (application not full screen - blue, white or black bar at bottom of screen and medapplication not launching automatically; station at blue screen) for customer reference. The system functioned as intended after the technical support specialist repaired the device.